Manufacturer narrative:
On (B)(4) 2009, the field service engineer performed a pm (preventive maintenance) (B)(4). Ran a system check and (B)(4). Testing which both met specifications. Returned system to customer for use. Beckman coulter inc personnel contacted the customer to follow-up on this event on (B)(4) 2009. The customer stated that after service was on-site accutni testing has been fine. The customer also discussed the event with the chemistry supervisor who also stated accutni testing has been fine since service was on-site. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This is event 1 of 2. This related MDR is 2122870-2011-04760.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two pt samples when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management. This is event 1 of 2 reported by this customer. An MDR was filed for each of the two pts.